Manufacturer narrative:
This report is being filed to correct the manufacturer name and address. Information and manufacturer site facility name and contact information.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during normal follow up interrogation a power supply code was noted. It was reported that the patient had syncope and fell a couple months prior to the follow up. Review of the data stored in the subcutaneous implantable cardioverter defibrillator (s-ICD) found a charged to treat event from two months earlier. There was a 10 second charge time and when therapy was delivered a power supply code was initiated. Boston scientific technical services (ts) was consulted and discussed this code indicated an electrical or continuity issue. It was further noted that a reset had occurred since; thus, no history was available. The weekly impedance measurements had been consistent and x-ray images did not show any sign of migration or twiddler's syndrome. Ts recommended constant monitoring of the patient as delivery of shock with less than 40 second charge time could not be guaranteed. During the revision procedure they could not recreate the power supply code. Ts was again consulted and suggested explant of both the electrode and s-ICD as wandering baseline could be seen on the electrogram. However, the physician chose to explant and replace just the s-ICD. The electrode remained in service and no additional adverse patient effects were reported. The s-ICD was returned and upon receipt at our post market quality assurance laboratory a review of the device's memory noted the power supply code was recorded on (B)(6) 2018 and that it occurred during a high voltage charge. Review of the three recorded episodes found no shocks were delivered during the episodes. Manual electrical measurements noted normal shock output. The device case was removed to facilitate inspection of the internal components. Visual examination of the interior identified no anomalies. Analysis confirmed a power supply code displayed, but was unable to determine the reason for this code.